Event description:
Patient arrived this morning for chemo pump removal. Following removal, nursing inspected tubing and noted 5fu had leaked out or around the inline filter. Tubing was taken to pharmacy. Pharmacy provided the information regarding the tubing. The area of concern was contained in the chemo pump/bulb bag and did not reach the patient. Bag was disposed properly.